Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 6.5 years post implant of this 27 mm aortic bioprosthetic valve, the patient exhibited mild shortness of breath while undergoing an umbilical hernia repair. An echocardiogram was taken at that time which demonstrated significant prosthetic aortic insufficiency along with severe mitral and tricuspid regurgitation. The patient subsequently went on to develop atrial flutter and underwent an ablation procedure. Repeat cardiac evaluation including cardiac catheterization and transesophageal echocardiogram (tee) demonstrated the presence of severe prosthetic aortic insufficiency, and at least moderately to severe mitral insufficiency of the patients native mitral valve. At the time of the replacement procedure, there were moderately dense adhesions along the right atrium and ascending aorta. The prosthetic aortic valve had a perforation in the right coronary cusp and also a torn leaflet at the right and left commissure of the left coronary cusp. There was mild calcification present within it. There was a significant stenotic subaortic ring around the basilar portion of the valve itself. The prosthetic aortic valve leaflets were carefully resected and a significant calcified pannus ring was noted at the inflow portion of the valve. The aortic valve was successfully replaced with a non medtronic valve leaving the prosthetic root in place. Additionally, the patients native mitral valve was removed and replaced during the same procedure. Post operative tee demonstrated normal function of both the new aortic and mitral prostheses with a potentially trivial paravalvular leak (pvl) noted on the mitral valve. Both valves remain implanted without any further adverse patient effects reported.